Event description:
It was reported that the insulin pump had blank display after inserting new battery. Customer also stated the battery last about 2 weeks lately. Troubleshooting was done. Customer's blood glucose was 229 mg/dl. It was found that customer was not using the recommended battery brand. Troubleshooting was not completed due to customer was at work and does not have extra battery. Advised the customer the battery cap would be replaced. The customer was advised to use the recommended battery brand as soon as possible. Advised the customer if the display does not return to revert to back up plan per healthcare provider instructions until the replacement battery cap arrives. Customer performed self test and the insulin pump passed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.